Event description:
Needle pull off: customer stated while closing the aorta the needle would pull off. Since this is a double arm suture the surgeon just used the other needle. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially report assuming incident could recur.